Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out of range pacing impedance measurements. It was discovered that the lead was originally placed in the azygous vein, which was initially thought to be in the right atrium. Upon revision, it was observed not to be in the right atrial. The physician did not feel comfortable with repositioning. Therefore, the lead was replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis revealed that there was a puncture hole noted in the outer silicone insulation approximately 15.5 centimeters from the pin. There was a bit of body fluid/blood in lead at this location. It is uncertain whether the puncture occurred at implant or explant. Close inspection of the suture sleeve noted no breaches. This lead was found to be electrically continuous. Laboratory analysis was unable to confirm the clinical observations reported.

Manufacturer narrative:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.